Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to liner disengaging from tray.

Event description:
It was reported that a patient who was initially had a total shoulder arthroplasty in (B)(6) 2014, experienced a revision due to the liner disengaging from the tray. Reportedly, the patient's health was stable post-op and there were no known concerns postoperatively. This is one of eleven products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00937, 1038671-2018-00012, 1038671-2018-00013, 1038671-2018-00014, 1038671-2018-00015, 1038671-2018-00016, 1038671-2018-00017, 1038671-2018-00018, 1038671-2018-00019, 1038671-2018-00020 and 1038671-2018-00021.

Manufacturer narrative:
Upon review of all available information, the reported revision was likely the result of either incomplete seating of the humeral liner during implantation, forceful contact between the liner and the glenoid bone (scapular notching), or complete wear of the liner detaching from the humeral adapter tray. However, this cannot be confirmed because the devices were not available for evaluation and adequate information was not provided. This device was used for treatment, not diagnosis. Postoperative component loosening is a known complication associated with total shoulder arthroplasty. Per complications of total shoulder arthroplasty (1), postoperative component loosening was the number one most frequent complication of total shoulder arthroplasty, with a prevalence of 39% and 6.3% of all shoulders. There are anywhere from 5% to 42% revision rates (unrestrained and restrained implants). Loosening of the humeral and glenoid components is a common event, accounting for 39% of complications. Factors that have been associated with glenoid stability have included the preservation of the subchondral plate, concentric reaming of the glenoid, biomaterial design and selection, and glenohumeral mismatch of the prosthetic. This device is used for treatment not diagnosis. No information, asked not provided. (1) bohashi, k. I., et al. Complications of total shoulder arthroscopy. Journal of bone and joint surgery, 88:2279-2292, october 2006.